Event description:
It was reported via repair work order that the zoom is too fast due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.